Event description:
It was reported a patient underwent hardware removal due to pain on (B)(6) 2014. The patient was originally implanted on (B)(6) 2013 with 2.0mm titanium curved sagittal spilt plate x1, 2.0mm titanium cortex screws x5 and 2.0mm titanium cortex screw x1. The explanted hardware was discarded by hospital facility and is not available evaluation. Per additional information received on (B)(6) 2014, the patient¿s initial procedure was an elective bilateral sagittal split. The surgeon indicated device(s) were loose. The broken or damaged hardware was removed; the procedure was completed successfully. This is 2 of 7 reports for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.